Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is being reported as a malfunction. Pt called alleging that meter powers off during use. Pt was sweaty at the time of testing. Pt tried to test and was unable to obtain a reading. Pt ate food and/or drank beverage. Pt ended up being treated by a medical professional. No blood glucose readings were provided from the md's meter. Batteries were replaced less than a year ago and meter still powers off during use. No evidence of a serious injury, since results were not provided; however, there is info to suggest that a malfunction has occurred.